Event description:
Steffe #2025 screws & plates implanted in spine 8/5/92; found broken 3/23/94. Required surgery to remove broken screws and attempt to repair spine. Failed to repair leaving rptr's health in bad shape. Damaged back and shoulders and elbow in removal. Had to have surgery 12/2/97 did not help. Permanent damage getting worse everyday. Has ruined rptr's life, ability to work, sit, stand etc!